Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that in (B)(6) 2015, the animas pump they were using at the time had an inaccurate delivery issue, leading to the patient's hospitalization for blood glucose levels reading "high" on the meter. They experienced symptoms of nausea, thirst, and dehydration, and were treated with IV insulin. The patient was pregnant at the time of this incident. Customer support was unable to troubleshoot pump as patient is currently using a otp and unable to find old 2020 that this issue is alleged against. This complaint is being reported as the patient experienced hyperglycemia and the pump could not be ruled out as a cause/contributor.